Manufacturer narrative:
On-site investigation was performed by the hospital engineer. The claimed issue was reproduced during troubleshooting. According to provided information, no parts were replaced. The pre-use check successfully passed after cleaning of expiratory cassette and inspiratory pipe. The ventilator was cleared for clinical use. Alarm such as high respiratory rate indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The expiratory cassette is a complete unit and must not be disassembled. Moreover, it can be easily removed for cleaning or exchange. Expiratory cassette is only measuring and will not affect ventilation. Inspiratory pipe is a part in inspiratory section, which is only a housing or connector for multiple parts and will not affect ventilation. The device's logs were not available for further investigation. The root cause of the reported alarm has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that respiratory rate was higher than set. There was no patient harm. Manufacturer's ref. #: (B)(4).